Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7084252/7083997.

Event description:
It was reported that the patient was having difficulty keeping the implantable pulse generator (ipg) charged. It was also noted that there were high impedances on the spinal cord stimulator (scs) leads. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084252/7083997.

Event description:
It was reported that the patient was having difficulty keeping the implantable pulse generator (ipg) charged and the spinal cord stimulator (scs) leads had migrated. The patient also reported flank pain after the leads had migrated. It was also noted that there were high impedances on the leads. The patient underwent a revision procedure where the ipg and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.